Event description:
Note: complaint was opened per report regarding an article at the world neurosurgery publication concerning pga/pgla reaction to pt following a coiling procedure. Per received report: case number 2 describes use of cerecyte coils in female pt to treat a ruptured large (12 x 8mm) basilar tip aneurysm to achieve >90% occlusion. MRI prior to discharge showed evidence of aneurismal recurrence and no white matter changes. The re-treated with more cerecyte coils, and pt recovered to her baseline. Six month f/u angio showed coil compaction and recanalization of the aneurysm, which was treated with enterprise stent across the wide neck and additional cerecyte coils. Approx 1 month after the stent assisted coiling procedure, the pt developed a cough, left hand and foot paresthesias and had trouble walking. A brain MRI revealed restricted diffusion in her right dorsal paramedian pons as well as increased t2 signal in the bilateral ventral pons, paramedian midbrain, left cerebellum and periventricular subcortical white matter with punctate enhancement. Authors hypothesize the case may reflect an exaggerated post-operative extravascular inflammatory reaction to pgla. They note the pt improved spontaneously with medication or intervention.

Manufacturer narrative:
The report is being submitted based on a publication: world neurosurgery article, skolarus et al "abnormal white matter changes after cerebral aneurysm treatment with pgla coils" december 2010, vol 74: 640-44. The product was not returned for eval. Without the return of the device, the exact root cause of the problem report could not be determined.